Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that the pump was losing time by one day and the date needed to be reset on a daily basis. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/21/2013: the device was returned to animas and evaluated by product analysis on 07/26/2013 with the following results: a timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. The pump was opened and the internal battery was found to be leaking. Black box shows time and date resetting to default following a por at 8:33pm 5/28/13; the time was then manually set to 9:24am 5/29/13. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.